Event description:
During a cardiopulmonary bypass procedure, the device unexpectedly displayed apparently false air bubble alarms. There was no reported adverse consequence to the pt as a result of this event.